Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: patient came in with a vaginal vault dehiscence the other day. The suture was in fragments. There was minimal scar tissue. The inflammation and erythema was treated with antibiotics for 10 days. Changed to another method of closure to complete the procedure.

Event description:
Additional information received from the account: procedure: hysterectomy.